Manufacturer narrative:
Product ID 8832, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 8596, serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that a catheter problem was suspected and a revision was performed on 2015 (B)(6). During the revision, the catheter issue could not be confirmed and everything appeared to have been intact. The pump segment was replaced and the spinal segment was left implanted in the intrathecal space. No further actions or interventions were taken. It was unknown if the patient had any symptoms related to the event. Following the surgery, the patient was doing fine. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received from a healthcare provider (hcp) reported the spinal segment that was left in the intrathecal space was still in use. The patient had a revision of the proximal lumbar intrathecal catheter with replacement of proximal pump connector. The pump was used to infuse hydromorphone 10.0 mg/ml at 9.545 mg/day, bupivacaine 9.0 mg/ml at 8.5906 mg/day, clonidine 360.0 mcg/ml at 343.62 mcg/day, and baclofen (90.0 mcg/ml at 85.905 mcg/day).